Manufacturer narrative:
This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12687, 12688. The patient called in response to receiving the charger swap letter. It was reported the patient has not used the scs system in over two years due to ineffective pain relief and overstimulation during programming. The patient also experienced pocket heating while charging and the ipg is unable to hold a charge. The patient is experiencing pain at the pocket site due to the ipg being superficial. The patient plans surgical intervention to resolve the issue. Note: the patient has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12687, 1627487-2013-12688. Information provided by the patient's attorney, indicated the patient alleges the following information: the patient's scs system was explanted.

Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12687 and #1627487-2013-12688.